Manufacturer narrative:
The affected pk papyrus stent system was returned to biotronik and subjected to a detailed technical investigation. Images of the case such as angiographies could not be obtained. The provided clinical information (pk papyrus device registration follow-up form) was reviewed to establish whether a device deficiency contributed to this event. The technical investigation revealed that the stent was still located inside of the abbott copilot hemostatic valve stuck at the level of the closed rubber seal. The balloon has been inflated and was returned in a partially deflated state. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations and the review of the provided documentation, no manufacturing related root cause could be identified. The root cause for the complaint event is most likely most likely related to the handling during the procedure, i.e., the hemostatic valve was not fully opened which is warned against in the IFU. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
Pk papyrus covered stent systems were selected to treat a perforation in a severely calcified lesion (99 percent) in a highly tortuous segment of the proximal to medial lad (perforation details not available). Initially a pk papyrus (3.0/15, unknown lot) was successfully implanted to seal the perforation. Then the affected device pk papyrus 2.5/15 was attempted to be implanted to further seal the perforation but dislodged unnoticed inside the used copilot hemostatic valve. Subsequently, another pk papyrus (3.5/15, lot 10221649, reported under 1028232-2023-02181) was introduced into the patients body and advanced towards the perforation. It is reported that the shaft of the pk papyrus 3.5/15 broke, and the distal portion remained inside the patient. Despite several attempts, it could not be determined whether the shaft of the pk papyrus 3.5/15 broke during advancement or during withdrawal. However, the distal fragment of the pk papyrus 3.5/15 could not be retrieved, and the patient was transferred to another hospital for further treatment. Biotronik only became aware of this incident (pk papyrus 3.5/15) during the technical investigation of pk papyrus 2.5/15 (report number 1028232-2023-02181), as the related pkp stent was found inside the returned copilot hemostatic valve. Despite several requests, the hospital was uncooperative in providing further information on the case.